Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the pump alarms cannot be cleared. No further details given.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. No alarm noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.